Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). The lot number for the returned sample (18f24b0005). Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the teflon sheath was noted on the iab catheter; blood was noted in the sidearm. The bladder was noted fully unwrapped. Bends to the iab central lumen were noted at approximately 53cm and 67cm from the iabc distal tip. The male/female white connector for the short driveline tubing including one-way valve was noted detached from the short driveline tubing and not returned with the sample. Dried blood was noted on the exterior surfaces of the returned sample. Some blood was noted within the helium pathway. Upon return, the yellow fos cabling was noted cut near the iabc bifurcate. The remaining length including fos connector and cal key was not returned with the sample. The bladder thickness was measured at six points with measurements ranging from 0.0052in-0.0056in and was within specification of process document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Upon aspiration, water was unable to be pulled into the syringe. Immediately push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, the leak site is consistent with contact from a sharp object and was noted at approximately 2cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Dried blood clot was exited. An attempt to aspirate and flush the catheter was unable to be successfully completed before inserting the guidewire. Another attempt to aspirate and flush the catheter was successfully completed after clearing the blood clot. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "blood observed in the tubing" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder and this caused the reported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action is required at this time. This will be monitored for any developing trends.

Event description:
It was reported "patient with cardiogenic shock following stemi was re-admitted to the catheterization laboratory. Under fruoroscopic guidance, an intra-aortic ballon pump was implanted and functioned normally for 2 hours, until spontaneous balloon rupture occurred during operation, with blood observed in the tubing". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "critical"

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "patient with cardiogenic shock following stemi was re-admitted to the catheterization laboratory. Under fluoroscopic guidance, an intra-aortic balloon pump was implanted and functioned normally for 2 hours, until spontaneous balloon rupture occurred during operation, with blood observed in the tubing". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "critical".